Event description:
The customer reported that during the procedure, the clear plastic fell off the electrode and into the patient cavity. It was retrieved without any injury to the patient.

Manufacturer narrative:
(B)(4). Visual inspection of the incident sample found eschar on the blade and inside the clear insulator. The opaque ptfe insulator had disengaged. The blue heat shrink insulation holds the ptfe in place. The blue insulation was torn and there were teeth-like marks in the insulation indicating the electrode had been grasped with forceps or another instrument. Additionally, the electrode may have been cleaned with an abrasive material which could have contributed to the insulator disengaging. The instructions for use (IFU) states cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode becomes damaged, it should be discarded.